Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg was involved in this event. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number (B)(4) and the unique identifier number is (B)(4). The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Report from a patient in the united sates. The patient's niece reported that the patient had a little infection around the site and it was treated with antibiotics. On (B)(6) 2015, additional information was reported by the nurse of the gi physician. It was reported that the pegj tube procedure was done (B)(6) 2015. On a (B)(6) 2015 visit, it was noticed that the patient experienced a stoma site infection and yellowish discharge. The patient was started on 250mg keflex. On (B)(6) 2015, the patient's niece reports that the pus drainage resolved a few weeks ago.